Event description:
It was reported that, the patient had a revision tha to replace a cup, insert and head due to pe wear. The cup was a OEM product by stryker (B)(4) (triad cup). The triad had been tilted in the patient's acetabuli. The surgeon requested a wear analysis on the insert.

Event description:
It was reported that, the patient had a revision tha to replace a cup, insert and head due to pe wear. The cup was a OEM product by stryker (B)(4) (triad cup). The triad had been tilted in the patient's acetabuli. The surgeon requested a wear analysis on the insert.

Manufacturer narrative:
The reported event was confirmed. A visual inspection, material analysis and dimensional inspections were conducted on the returned device. There was no evidence of manufacturing or material defects observed on the returned ultra-high molecular weight polyethylene (uhmwpe) acetabular insert. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.